Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2013, normal device follow-up was performed. Nevertheless, some episodes were missing when creating the associated pdf file with the programmer. This could be reproduced with another programmer.